Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board will be replaced to address the issue. Conclusions: device has been evaluated, but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.